Manufacturer narrative:
Additional information: pre-dilation was performed correctly. Moderate resistance was noted during advancement. Stent placement was not adjusted after initial flowering of the stent. 120mm of the stent was deployed in the vessel. The physician claims that after the stent was deployed it didn't appose completely to the vessel wall and it was decided to carry out pta balloon post-dilatation in different location inside the deployed stent. The delivery catheter did not catch on the stent during withdrawal. There was no evidence of restenosis. There were no common characteristics that are exceptional for this intervention. Every angio lab has an emergency kit that includes a wide variety of covered stents, coils, stent grafts, etc for these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device evaluation the size marked on the returned device shows that it was an 8 x 120mm stent. The device was returned in a deployed state with a kink adjacent to the isolation sheath and that the red safety tab had been removed from the handle but not returned with the device. The kink may have been formed post-procedure given how the device was packaged for return. The device was returned with no stent present. No functional testing could be carried out due to the condition of the returned device. . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an everflex entrust self-expanding stent during treatment of a 120mm calcified lesion in the patient¿s mid left external iliac <(>&<)> common femoral segment. Severe vessel calcification and tortuosity are reported. Artery diameter reported as 7-8mm. Lesion exhibited 90% stenosis. There was no damage noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. The thumbscrew/lock-pin checked was for securement prior to procedure. Pre-dilation was performed using a 9x100 pre-dilation device. The stent was not passed through a previously deployed stent, but resistance was encountered during advancement. No excessive force was used. It is reported that there were issues when deploying the stent. The lock-pin was removed at the moment the physician wanted to deploy the stent. There was sufficient distal landing zone, however the stent was inaccurately delivered (deployed in an unintended lesion site). The physician claims the stent foreshortened significantly and the distal markers were unseen under flouro. Following deployment, it is reported a rupture occurred in the area of ext. Iliac <(>&<)> common femoral, and the rupture had led to an internal bleeding. Perforation and hematoma are also reported. The procedure was completed by placing 4 covered stents and several coils in order to gain back control of the situation. The patient also required a blood transfusion. The patient is reported to be alive. No further injury reported.